Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was stuck in rewind complete/bolus delivery loop. The customer stated he was trying to see the amount of insulin left in the vial and trying to get to the blanks to enter the blood glucose value and food content and got into the rewind/fill tubing screen. Blood glucose value was 355 mg/dl. He did not try to deliver a bolus while in the rewind/fill tubing process. The customer did not want to continue troubleshooting and stated that he would revert to backup plan and wait for his nurse to help him with the set change.